Manufacturer narrative:
Corrections: h6 (method, results, conclusion). A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of both bottle side and patient side pressure sensors. A review of the device history record for sn: (B)(6) was performed from 07/07/2014 to 8/21/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
Customer reported alarms for no apparent reason- unit alarms when attached to either side of IV controller. Channel error is displayed across lcd.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported alarms for no apparent reason- unit alarms when attached to either side of IV controller. Channel error is displayed across lcd.